Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no product was returned and no catalog number or lot number was provided. Synthes is unable to determine the MFR date without a lot number. Note: product indentification provided is not a norian product. This report is being filed because norian manufactures a bone cement.